Event description:
During a rotational atherectomy procedure, a perforation of the left anterior descending coronary artery (lad) occurred. The physician first placed a guidant guide wire and then a cordis guide wire was inserted into the lad. Following ablation with the 1.75mm rotalink plus burr, the device appeared stained upon removal. A perforation was discovered in the lad and the pt expired approx 15 mins following the procedure. The physician did not feel the death was related to a product problem. The complaint only came to light when the boston scientific sales rep ran into the physician and the physician wanted to review the cine of the case to see if the rep noticed anything wrong (which he did not).

Manufacturer narrative:
The device was disposed, therefore, no direct product analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The root cause of this complaint could not be determined.